Event description:
It was reported that at the end of sterilization, the universal modular electric/battery double trigger handpiece was noisy and lacking three screws. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.